Event description:
Customer reports that he obtained results of 322mg/dl, 153mg/dl, and 139mg/dl on the same device within 5 minutes. No action taken based on device results. No adverse event reported and no treatment received. No quality controls wer used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The device was returned to MFR for eval 6/26/06. The device displayed an error that was within its specifications, but made it unable to evaluate the product for the original concern.